Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the leads moved and patient had higher urgency, and they had tailbone pain with increased stimulation. The leads were removed today, and patient was advised by hcp (healthcare professional) that the leads did move. The issue was resolved at the time of the report. No further complications were reported or are anticipated.